Event description:
Dealer states unit is alarming with low o2 light on. Unit reported to work intermittently. Rental unit, no patient ID. Unit has 2258 hours. Dealer to call back with purchase order for repair.